Event description:
No osseointegration, primary stability was achieved, implant wasn't completely covered by bone, sinus perforation. Internal sinus lift with complication of membrane perforation - after x-ray control a shorter implant was inserted which did not protrude into the opened sinus any more.